Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a nanocross elite to treat a severely calcified lesion in the proximal superficial femoral artery (sfa) . No embolic protection was used. A non medtronic inflation device was used to inflate the device. The IFU was prepped with no issues reported. There was no damage to the device or the packaging. The device passed through a previously deployed stent. No resistance was encountered and no excessive force used. It was reported that a balloon burst occurred when the device was inflated to 8 atm. Another nanacross device 6x150 was used and also burst when inflated to 8atm (nominal pressure) at an area just below where the first balloon burst. All fragments of the balloons were retrieved. No patient injury was reported.

Manufacturer narrative:
Additional information: a 6fr sheath and a non-medtronic guidewire were used in the procedure. Contrast fluid was used to inflate the balloon and negative prep was performed. A nanocross balloon was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a nanocross elite with a 6f sheath, choice pt guidewire and a boston scientific inflation device, to treat a severely calcified lesion in the proximal superficial femoral artery (sfa) . No embolic protection was used, contrast fluid was used, negative prep was performed. The IFU was prepped with no issues reported. There was no damage to the device or the packaging. The device passed through a previously deployed stent. No resistance was encountered, no excessive force used. It was reported that a balloon burst occurred when device was inflated to 8 atm. All fragments of the balloon were retrieved. Another nanocross device 6x150 was used and also burst when inflated to 8atm (nominal pressure) just below where the first balloon burst. A nanocross balloon was used to completed the procedure. No patient injury was reported